Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed black tube insulation damage towards the distal end of the instrument. The damaged section is approximately .900 long and is located 1.1 above the snake wrist. The insulation is gouged and exhibits tearing and peeling, resulting in exposure of the metal shaft. The evidence is not conclusive, however, it was determined that the damage was most likely due to mishandling/misuse. The instruments and accessories user manual specifically states: before use, all instruments should be inspected for damage or irregularities. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Always use caution when inserting or removing instruments through the cannula: before inserting the instrument into the sterile adapter and cannula, make sure the wrist is straight and close the end effectors (if applicable). Isi requested additional information from the initial reporter on (B)(4) 2010. To date, no response has been received.

Event description:
It was reported that during a da vinci s tonsillectomy procedure, the black cover of the shaft of the 5mm monopolar cautery instrument peeled off and fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
On (B)(6), 2010, additional information was received from the distributor indicating that the broken instrument pieces were successfully retrieved from the patient.